Event description:
Pt for fistulogram and possible intervention to the fistular. The access wire experienced a fracture and was able to be successfully retrieved at the time of service, and the procedure completed without further hindrance. Add'l supplies were required to remove the fragment, but no add'l procedures were needed. Dates of use: (B)(6) 2018; diagnosis or reason for use: fistulogram.